Event description:
Philips received a complaint reporting the v60 ventilator was not charging the battery appropriately. The device was not in clinical use. There was no report of harm. The device did not meet specification for intended use and was not returned to service. A philips field service engineer (fse) evaluated the device and reported the device would not charge the battery as expected. The fse tested the condition with known working power cord with the same result. The fse unplugged the internal battery with power cord installed and device would not power on. The fse determined the issue was caused by a damaged power supply and replacement was deemed necessary. The fse replaced the power supply and completed performance verification testing per the manufacturer specifications. The device was verified as operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.